Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a non-calcified, 98% stenotic lesion in a non-tortuous left anterior descending artery(lad). The physician successfully direct stented the lesion with a taxus liberte - 3.0 x 24 mm drug eluting stent at 17 atms for 1 min. Upon withdrawal the physician felt the fully deflated balloon was sticking to the distal stent struts. The physician re-inflated and deflated the balloon, however, was unsuccessful. A 20 cc syringe was used to apply greater negative pressure and after 14 mins of inflating and deflating, pulling and rotating the stent delivery balloon was successfully removed. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."